Event description:
Two valiant thoracic stent grafts were implanted for treatment of a type I endoleak from another MFR's device which was implanted seven years ago approx one year ago. Vessel morphology at the time of implant was not reported. It was reported that post-operatively (exact date is unk), the pt had decreased vision in the left eye, and an MRI revealed a right occipital lobe stroke. Medication was administered, and the vision slowly improved. The pt was discharged on post-operative day seven. Info about the event date and whether there was any great vessel coverage cannot be provided by the investigator. No add'l clinical sequelae were reported, and the pt is fine. (Ref mfg 2953200-2011-01736).

Manufacturer narrative:
(B)(4). Eval, results: (cva/stroke). (Cause of event is unk). Conclusion: (cause of event is unk).